Event description:
Info received indicates the brakes cannot be set at the head end of the bed.

Manufacturer narrative:
The technician found the brake linkage was broken. He used a brake/steer upgrade kit to repair the stretcher.